Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Results code: results pending completion of evaluation. Conclusions code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, there was bubbling in the upper left part of oxygenator. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 16, 2018. The returned sample was visually inspected upon receipt, no visual defects noted anywhere on the device. The investigation verified that the actual sample was the normal product with no anomalies related to the air entrainment. It is likely that the reported issue was caused by pressure inside the blood phase became lower than that inside the gas phase, due to which air was pulled inside the oxygenator module through the fibers. However, a definitive root cause is not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information was obtained from the user facility. The oxygenator was primed and left to recirculate for a while. The lines were handed to the sterile field, turned off the arterial pump flow and turned on the sweep gas to 5 lpm. This led to bubbling of air in the oxygenator fiber bundle. The unit was recirculated to remove the air, then the arterial pump flow was turned off and the sweep gas was set to 5 lpm resulting in air bubbling in the fiber bundle again. These actions were repeated a third time with the same result. The oxygenator was changed out at that point.